Event description:
A c2602, a 36 cusa hand piece 36 khz, was reported to have overheated during an unspecified case. The hand piece did not come in contact with the pt and the pt did not incur an injury as a result of this incident. The case was delayed for an unspecified amount of time as a result of this incident.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.